Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer was hospitalized on 07/24/2015 due to hyperglycemia. Customer's blood glucose levels at the time of hospitalization 437 mg/dl. The customer reported that the are a brittle diabetic. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump was removed while hospitalized. Customer was treated with insulin drip and fluids. Troubleshooting was declined.